Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on april 18, 2018. It was reported the patient had experienced a lack of therapeutic effect since the pump was implanted ((B)(6) 2015). It was indicated the device had been placed by an outside provider. Regarding troubleshooting performed, the hcp indicated a variety of different drugs were tried in the pump with no improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported the patient elected to have their infusion system explanted on (B)(6) 2018. It was indicated there was no product issue, however the intrathecal therapy was ineffective for pain relief. The device was discarded. There were no known environmental /external/patient factors that may have led or contributed to the issue. It was unknown when the issue began. It was unknown if any diagnostics or troubleshooting had been performed. It was indicated the issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as, ¿alive - no injury.¿ other medications being taken at the time of the event, patient weight, and medical history were unknown and would not be made available to the manufacturer. No further complications were reported or anticipated.